Manufacturer narrative:
Other, other text: investigation completed on a smiths ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of cassette not attached was not verified during testing during duplication of event as the pump was able to read the usb port. However the alarm was seen in event log of cassette damage. No action taken as customer should reveal cassette damage prior to use. No fault found.

Event description:
Investigation completed and summarized in h 10 . Additional information that no patient was involved.

Event description:
Information was received indicating that cadd solis vip pump alarmed that a cassette was not attached even though it was attached. There were no adverse events reported.